Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted (B)(6) 2010. Product event summary: the partial lead was returned in segments and analyzed. The interior and exposed svc (superior vena cava) defibrillation cables were fractured due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.